Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient using an unspecified one-link product experienced a central line-associated bloodstream infection (clabsi). The cause of the infection, treatment for the event, and the patient¿s outcome were not reported. No additional information is available.